Event description:
It was reported to bsc that, "rupture of catheter during injection of histoacryl 30%. Embolus in distal segments. Fragment of catheter left in the pt. Pt's status was reported as h&h grade 5."